Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s high blood glucose was 561mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that cannula was bent. The reservoir will not be returned for analysis.